Manufacturer narrative:
The initial report was submitted with wrong us reportability event and aware date. The correct aware date is 25-feb-2020.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the customer's daughter that the customer passed away on (B)(6) 2019. Customer passed away due to kidney failure; pneumonia. Customer was hospitalized with blood glucose of 22 mg/dl. Insulin pump was worn at the time of death. Insulin pump is expected to return for failure analysis.